Event description:
It was reported the lead dislodged which was seen on x-ray. It was noted that capture was maintained. A revision was performed and the lead remains in use. No patient complications have been reported as a result of this event.